Manufacturer narrative:
(B)(4).

Event description:
It was further determined this event is a duplicate of MDR ID# 2134265-2017-02722.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. However, a 13cm. Long piece of plastic was returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that the device had a foreign matter. During the procedure an unknown guide wire was unable to advance towards the impulse guide catheter. It was noticed that a tube plastic was seen inside the device right after the wire was pushed out of the body. There was no patient complications reported.